Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. Transeptal puncture was achieved with a versacross connect. The septum was flossed with the was sheath with the versacross pigtail wire in the left atrium. There were multiple attempts to get the intracardiac echocardiography (ice) catheter through the transeptal puncture. After multiple attempts, the ice catheter advanced into the left atrium. There was no maneuverability of the catheter. The physician thought that the ice catheter went through a patent foramen ovale (pfo). More attempts were made to recross with the ice catheter with the same result. It was discovered that the patients' blood pressure dropped significantly. The ice catheter was pulled back into the right atrium, and an effusion was discovered. The procedure was aborted and a pericardiocentesis was performed. 410ccs of red fluid were removed. The patient is doing well and was expected to be discharged on (B)(6) 2025.